Manufacturer narrative:
Investigational summary: review of data was performed by tss which showed that the negative control failed, but passed after swapping reagents to new lot of material. Tss suspects contamination. Review of qc documents show that product performed as expected with both the positive and negative controls yielding expected results. Tss customer follow up attempted several times. While qc was unable to determine the root cause, the complaint has been documented and will continue to be monitored.

Event description:
Discrepant results: customer reported that some of the patients are switching from positive to negative after they are ran on the quant studio 7 for lyra direct sars.